Manufacturer narrative:
Result: device performed according to specification. Conclusion: no failure detected and product within specifications. The complaint was filed as the laboratory technician ((B)(6)) experienced reactions to fumes/smells emanating from the cobas ampliprep instrument when it was in use. The symptoms include but are not limited to, tingly lips, burning sensations around the mouth and in the lungs, flu-like symptoms. The symptoms last for approximately 3-5 days, and do eventually dissipate. Although the technician sought medical attention (date unknown), no treatment was provided. The cobas ampliprep instrument automates preparation of samples for quantitative or qualitative nucleic acid testing using pcr technology. The cobas ampliprep instrument is to be used by laboratory professionals trained in laboratory techniques and by instruction on the use of the instrument. Evaluation of the cobas ampliprep instrument itself was not performed; rather, a review of the applicable material safety data sheets for the products used on the cobas ampliprep instrument as well as the specific product labeling and instrument manual was performed. The review of the msds documents indicate that some reagents used on the cobas ampliprep instrument could cause irritation to the respiratory tract and to the skin if exposed; the appropriate first aid and engineering measures are also provided. The specific product labeling notes the sufficient warning and precautions for handling the reagents. The instrument manual indicates that odors can be minimized if the used consumables, containing the waste, are removed immediately after the run is completed and placed in a biohazard bag and stored in a well ventilated area. As assessment from the rms medical & scientific affairs indicated "it does not appear that the cap/ctm reagents would cause the symptoms alleged in these cases. The only component which has respiratory symptoms, glycerol, would need to be present in aerosolized quantities greater than what is present in the tests." (B)(4).

Event description:
A technician ((B)(6)) sought medical attention after experiencing the following symptoms allegedly caused by the fumes emanating from the cobas ampliprep instrument while it was in use: tingly lips, mouth feels "burnt", itchy extremities, sore throat, lungs feel "burnt", flu-like symptoms. The symptoms resolve with a few days (3-5 days) depending on exposure. Although medical attention was sought, no treatment was provided.